Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the patient¿s device showed transient t-wave oversensing (twos) post pace on the right ventricular (rv) lead for a single prior vt-ns (ventricular tachycardia ¿ nonsustained) episode but is no longer occurring. It was noted that there were intermittent twos noted on the stored egm (electrogram) episode. The rv lead remains in use. No patient complications have been reported as a result of this event.